Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was noted to have high impedance measurements, noise reversion episodes and noise over-sensing resulting in automated mode switch (ams) episodes. The ra lead was reprogrammed to resolve the issue. However, isometric tests performed at the clinic revealed high capture threshold and several noise episodes. No intervention was performed and the patient had no adverse consequences.